Manufacturer narrative:
The customer reported that a new sample from the patient was received, and the hiv western blot test showed a result of ¿no bands". Therefore, the customer believes the final result of the sample generated on (B)(6) 2025 with a result of 0.09 s/co non-reactive is correct and is no longer questioning the non-reactive alinity I hiv ag/ab combo result as incorrect. Based upon this new information provided, this complaint is no longer a reportable event and no additional information will be submitted.

Event description:
The customer observed a false non-reactive alinity I hiv ag/ab combo result for one sample. The following results were provided: (B)(6) 2025 initial result (B)(6) 13.67 s/co, second result (B)(6) = 33.55 s/co, (B)(6) 2025 third result (B)(6) = 0.09 s/co. Hiv roche cobas result = 24.40 coi (reactive). Hiv western blot: no bands. No impact to patient management was reported. Update: additional information provided by the customer on 13aug2025. The customer reported that a new sample from the patient was received, and the hiv western blot test showed a result of ¿no bands". Therefore, the customer believes the final result of the sample generated on (B)(6) 2025 with a result of 0.09 s/co non-reactive is correct and is no longer questioning the non-reactive alinity I hiv ag/ab combo result as incorrect.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 8p07-32 that has a similar product distributed in the us, list number: 8p07-21 / 31 with 510k/PMA/bla number: p090080 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false non-reactive alinity I hiv ag/ab combo result for one sample. The following results were provided: on (B)(6) 2025 initial result (B)(6) 13.67 s/co, second result (B)(6) = 33.55 s/co, on (B)(6) 2025 third result (B)(6) = 0.09 s/co. Hiv roche cobas result = 24.40 coi (reactive). Hiv western blot: no bands. No impact to patient management was reported.